Event description:
Third total knee replacement, all joints were made by smith and nephew. I now need a fourth surgery to remove the tkj that is in my left knee. The dr said he did not use s&n devices, but the hosp records show it to be an "oxiuminum 2." State does not require drs to tell pts there has been a recall on medical devices. I am not the only person having problems with this product. No lawsuit is imminent, as no dr will testify against the dr who has apparently bought these recalled knee joints. How can one legally let people like me know why they are in severe pain, and can only walk with great difficulty? Thank you for any assistance you can offer.